Event description:
A (B)(6) year-old male taken to the cath lab on (B)(6) 2020 for a right heart catheterization as well as a left and right coronary angiography. During the right femoral sheath angiography an attempt to deploy an 8-french angio-seal resulted in part of the angio-seal system breaking off into the patient's tissue. Fluoroscopy performed and confirmed retained foreign object. A vascular surgeon was consulted, and a follow up procedure was performed om (B)(6) 2020 to remove the retained foreign object. FDA safety report# ID (B)(4).